Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is reported available for return to the manufacturer for analysis. At this time the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report.

Event description:
As reported, the web device was successfully catheterized, and the release of the 4x3 web device was initiated according to the pre-selected procedure. During the release, it was observed that the device was difficult to open and remained blocked. Several maneuvers were performed, and it was eventually opened, but the branch remained blocked. Different maneuvers were attempted, such as trying to open the device, but it continued to block the posterior communicating artery. The doctor requested a 44x2 size, but this size was unavailable. The doctor decided to close the case. The patient is in good clinical condition. Additional information indicated: the physician decided to cancel the procedure because access was delayed. Additionally, a smaller size was unavailable. Therefore, the patient has been rescheduled for a new procedure, ensuring the availability of the required device.